Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, time: 11:15am, pt's inratio2: 4.0. Pt self tester tested at home. Date: (B)(6) 2011, pt's inratio2: 3.6, doctor's inratio: 2.8, lab: 2.8. Pt brought her inratio2 meter to her doctor's office for a side by side comparison. Nurse did finger stick and dropped blood on inratio meter, wiped the finger, then added blood drop to pt's meter. Pt went to the lab within 30 minutes on meter testing.

Manufacturer narrative:
Investigation pending.